Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; however, a picture was provided and reviewed. A visual examination of the provided picture identified that the screw began to break below the head on the neck but did not break all the way across. The device was covered in bio-debris. No further evaluation can be made from the provided picture. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. The reported event was not related to a combination of products; therefore, a compatibility review was not applicable. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial hip surgery, the long self-tapping bone screw began to break when the surgeon was attempting to implant it into the patient. The fracture in the metal was located around the neck, where the screw shaft meets with the head. The surgeon noticed before the screw had been able snap, and also before it had been completely implanted into the patient. The screw was discarded, and a new package was opened. There was less than a 30-minute surgical delay. There was no reported impact to the patient. There were no contributing factors related to the event. No additional information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product was discarded and will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.